Event description:
It was reported that the charging unit was overheating and the batteries were leaking. Further, the account is having intermittent power issues with the charging sys as a whole.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.